Manufacturer narrative:
Section d1: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the heartmate 3 system controller (serial number: (B)(6)) being unable to properly display parameters/alarms and the user interface buttons not working properly were confirmed during evaluation of the returned product. During preliminary testing of the returned controller, the reported event was reproduced, and both the display button and silence button were not working. As a result of the display button not working properly, the system parameter screens could not be navigated. A controller self-test was performed, and it was also noted that only half of the light emitting diodes (leds) on the user interface (ui) were illuminated. The controller¿s display screen and audio speakers still reflected alarm conditions accurately. The controller was able to support pump function without issue. The system controller was then opened to evaluate the components associated with the leds and buttons of the ui. The issue was isolated to potential damage on the connector on the ui. Although damage was not visually observed, the behavior of half-functional leds and non-functional display and silence buttons is consistent with one side of the connector making intermittent contact with the ui pcb. Power was supplied to individual leds on the ui which confirmed that the leds were functional. No other issues were found with the other components of the user interface pcb. The root cause of the reported event was determined to be a damaged connector on the user interface pcb; however, the cause of the connector damage cannot be conclusively determined. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works") instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D ¿ section 5 ¿alarms and troubleshooting¿) describes all alarms related to the system controller, including visual representations of how each alarm should display on the user interface. The heartmate 3 patient handbook (rev. D ¿ section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the heartmate 3 system controller. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was unable to view pump parameters and alarms on their primary controller display screen after pressing the display button. The patient switched to backup controller before coming in for an evaluation of the device. The patient was not having any issues after the switch. Both controllers were evaluated in clinic. The primary controller (former backup) was working, no issues were seen. However, the other controller was evaluated, and the both the display button and the alarm silence button would not work, and no parameters could be seen on the controller when it was connected to our heartmate 3 demo pump. This patient was issued a new backup controller. There were no unusual events recorded in the log file event history.